Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hypoglycemia. Blood glucose level was 30 mg/dl and they treated it with juice. Customer declined to troubleshooting for their low blood glucose. Customer reported that he was using auto mode feature when the incident occurred. No further details given. Insulin pump will not be returned for analysis.